Event description:
Spontaneous. Patient reports error message "lee 1144" on cadd legacy pump serial number (B)(4). Pt could not stop the message or the beeping until the batteries were removed. The other pump (serial (B)(4)) had been giving the error message "no disposable, clamp tubing" on random occasions, so pt would like this pump replaced as well. Pt was also concerned that the cassettes might be contributing to these issues as well, for this many malfunctions to occur this often. Pt provided lot number 4158805 for the batch of cassettes currently on hand. Pt reports only having 1 day of medication on hand. Issue occurred while pump in use, patient switched to back up pump (which was working fine at the time of report), problem pumps will be returned, new pumps will be dispensed, no injury to patient. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No; did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.